Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and mildly calcified left cephalic vein. A .0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood contrast in the balloon and hub. Microscopic inspection of the balloon material and markerband found no irregularities or defect. Functional testing found the device to inflate and hold pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and mildly calcified left cephalic vein. A .0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.